Manufacturer narrative:
Concomitant medical products: 459888 lead, dtba1q1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, loss of sensing, and low p-waves. Reprogramming was performed, and the issue resolved. The ra lead remains in use. No patient complications have been reported as a result of this event.